Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead had triggered a lead safety switch from bipolar to unipolar due to high out of range impedances greater than 2500 ohms immediately after implant. The patient was seen in the clinic today where a chest x-ray was performed with no findings, and there were no observations of noise or symptoms. Technical services discussed the potential root causes. The plan was to leave the patient in unipolar due to better threshold and bipolar sense, and would see the patient again next week. No adverse patient effects were reported. The system remains in-service. Additional information was received that this lead continues to have observations of high impedances, and the patient was experiencing feeling lightheaded. The patient was brought back into the office to be checked, where the surface ECG showed loss of capture and other troubleshooting revealed noise that was oversensed causing pacing inhibition. They were unable to program the output any higher due to stimulation, so the safety margin in unipolar was inadequate. Additional surgical intervention was performed to explant and replace the lead, and surgical observations determined there was a lead fracture.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead had triggered a lead safety switch from bipolar to unipolar due to high out of range impedances greater than 2500 ohms immediately after implant. The patient was seen in the clinic today where a chest x-ray was performed with no findings, and there were no observations of noise or symptoms. Technical services discussed the potential root causes. The plan was to leave the patient in unipolar due to better threshold and bipolar sense, and would see the patient again next week. No adverse patient effects were reported. The system remains in-service.